Event description:
It was reported that the patient presented in clinic for follow up. The patient was experiencing pain with right ventricular pacing. The right ventricular (rv) lead was explanted and replaced without complication. The patient was stable.